Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to stop when user released prop switch on geo module. During troubleshooting, the fse found an issue with the geo module. The fse replaced the geo module and table clamp+belly bar. After replacement of the geo module and table clamp+belly bar, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that the c-arm drifts five degrees when moving in the rao direction. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the prop position is not stopping when user releases prop switch on geo module. Troubleshooting actions showed a problem with the geometry module. The fse replaced the geometry module and returned the system to use in good working order.